Event description:
Pt reported being unable to connect the monitor and belt together, despite having lined up the marks on the monitor and belt connectors. The pins inside the belt connector seem to be bent.